Event description:
It was reported that an interlink t-connector extension set disconnected while in use on a pediatric patient (pt) causing an unspecified amount of blood loss. On an unreported date, during hospitalization on the pediatric floor, the disconnection event was reported to have occurred while the patient was moving. Due to the event, the pt required a blood transfusion. It is unknown what was being infused at the time of the event and the outcome is unknown. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation codes were added. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. The reporter stated that the device was used in a pediatric unit. Per the device label copy the device is ¿for use in neonatal population only.¿ the label copy also provides warnings to ¿not use luer slip adapters for central venous catheters, arterial lines or other critical applications where accidental disconnection could result in serious patient injury or death.¿ a CAPA has been opened to address this issue. Should additional relevant information become available, a follow-up report will be submitted.